Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and could not replicate the reported event. The system performed as intended and passed all tests. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the camera on the navigation system power cycled, displayed an x then was restored. The representative reseated the camera chain connectors. There was no patient present when this issue was identified.